Event description:
Rptr has intermittent but continuing episodes of discomfort and redness of chin since implant on 3/27/90. Rptr saw 2 different plastic surgeons. Regarding this problem. The first on 9/19/91, did not recommend removal and said perhaps it would get better with time. The second, on 11/25/96, said it would be difficult to remove and could not guarantee how rptr would look if it was removed. At this point rptr would like it removed but is afraid of disfigurement. Rptr was assured it was perfectly safe as the same material was used for other devices in the body for years.